Event description:
N/a.

Manufacturer narrative:
Updated information : b4, g3, g6, h2, h10, h11. Corrected information: b3, h6 (clinical code).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) units screen continued to appear blurry, and the screen fonts could not be seen clearly.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) units screen continued to appear blurry, and the screen fonts could not be seen clearly. No harm occurred.

Manufacturer narrative:
Updated fields: b4,b5,d9,e1(site country),g3,g6,h2,h3,h4,h6(health effect- clinical and impact code), type of investigation, investigation findings, component codes, investigation conclusions), h10. It was reported that cardiosave intra-aortic balloon pump (iabp) display screen continues to appear blurry, and the screen fonts cannot be read clearly. A getinge field service engineer evaluated during the use of iapb, the display screen continues to appear blurry, and the screen fonts cannot be read clearly.replaced power management,video generator board.the failure analysis and testing department received the following parts associated with this complaint power management board video gen. Board these parts were received with a reported unit failure message of the display screen appear blurry; the screen fonts cannot be read clearly. Performed visual inspection of these parts received and parts look to be in good condition.installed the both parts into the cardiosave test and tested them together and separately to the factory specifications per and the cardiosave service manual . The failure analysis and testing department could not verify the failure of blurry display screen and screen fonts as per complaint. The fat dept. Did not choose root cause yet, the fat dept. Must wait for supplier eval. Both parts passed testing. Sending both boards to supplier as . The fat dept. Received video gen. Board from the supplier. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition.supplier investigation: during the initial ict test, the results was a pass. However, the fct test encountered a touchscreen error. There is suspicion that component u41 might be faulty. Please see attached report received from supplier. Retaining this board in the fat dept. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined. Perform incoming visual inspectionresult: found connector pin bent at location j7. Unable to proceed with serial number scanning .the fat dept will retain this part as . The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.